Event description:
It was reported that an alarm 2 followed by an alarm 26 occurred due to an occlusion event earlier in the day. The customer's blood glucose level did not exceed 500 mg/dl, and the cgm did not read ¿high,¿ indicating no significant adverse impact. The customer resolved the issue by changing the infusion set and cartridge and then resumed insulin delivery.